Manufacturer narrative:
The device was received for evaluation. During evaluation, the device was tested for flow rate accuracy and was outside 5% specification (5.0925%). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause was determined to be out of adjustment pressure plate travel. The pressure plate travel requires adjustment and the m2 and m3 springs will be replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed volumetrics test. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.